Event description:
Subsequent to the initially filed report, returned device analysis identified that the device was kinked in multiple places. The account confirmed that the kinks are what was initially reported as broken. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) was kinked in multiple places. Factors that may contribute to damage prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, analysis of the returned device confirmed the reported deformation (stent). In addition, analysis noted bends/kinks on the sds. It is possible mishandling during unpacking or preparation of the device contributed to the damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: correction medical device problem code 1069 was removed and code 2889 was added

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.5x23 mm xience skypoint stent was noted to be broken but not in two pieces upon opening. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. A new xience skypoint device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported deformation due to compressive stress was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. It was reported that the stent delivery system (sds) was kinked in multiple places. Factors that may contribute to damage prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, analysis of the returned device confirmed the reported deformation (stent). In addition, analysis noted bends/kinks on the sds. It is possible mishandling during unpacking or preparation of the device contributed to the damages; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H11: additional manufacturer narrative: revised.